Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on 08/20/2014 with the following findings: review of the pump¿s black box revealed no evidence of an intermittent power issue. A battery compartment crack was found. The battery cap threads were damaged and the cap could not maintain electrical connection; a test battery cap was able to secure properly to the pump and was used for investigation. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage, defect, or moisture was evident on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue and a battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.